Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that there was an emergency room visit for their high blood glucose levels. Customer's blood glucose level at the time of emergency room visit was 429 mg/dl. Customer's blood glucose level at the time of admission was 371 mg/dl. Customer customer's blood glucose levels ranged from 208 to 553 mg/dl. Customer reported that the insulin pump alarmed no delivery. Customer reported that she was taken off the insulin pump, by her doctor, upon arrival. Customer reported symptoms related to their high blood glucose levels included thirst. Customer was treated with syringes per novolog and was advised to disconnect from the insulin pump. Troubleshooting was done and the insulin pump passed functional testing. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.